Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2015, to report that the patient passed away. The exact date was not provided. It was only reported that it was in b)(6). No additional event or patient information is available.

Manufacturer narrative:
B)(4). There was no malfunction alleged against the device. The device was not returned for evaluation. It should be noted that diabetes mellitus is a known cause of death. However, a definitive root cause for the reported event cannot be determined.